Manufacturer narrative:
Reporting address state: (B)(6). A philips authorized service provider (asp) confirmed the reported error, proximal pressure sensor autozero failed, occurred after device startup. The asp reported after reconnecting the power cord, the machine was turned on; but the fault remains. The fse determined the gas delivery subsystem (gds) failed. The asp replaced the gds. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00456. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from customer reporting the v60 ventilator prompts a near-end pressure sensor to zero error but fails to sound an alarm when powered on. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the customer and reported the problem persisted after a device reboot. The rse recommended onsite diagnostic service with possible replacement of the data acquisition printed circuit board assembly (da pcba) .